Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: pt inratio history. Nurse called to report that a pt was tested on the inratio2 and was in their normal range (no data provided). The pt went to hospital and their lab = 14 inr. Pt was reported to be bleeding in the joints. Pt is currently undergoing dialysis treatment and their hemoglobin =3. Pt was discharged from the hospital to a skilled nursing facility.